Event description:
The customer reported that the probe of the ortho provue analyzer dispensed excess amount of plasma into the mts anti-igg card during 3-cell screen testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A definitive root cause was not determined. An ocd field engineer (fe) visited the customer site and inspected the pressure, vacuum and fluidic components for leaks. All were within specifications. The fe performed diagnostics without any errors. The fe indicated that the customer was unable to duplicate the issue when qc and multiple patient samples were tested. No repairs were required to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.